Event description:
As reported, it was a case of a 29 mm sapien 3 transcatheter heart valve. During the valve alignment, there was a significant resistant. When maneuvering the balloon within the valve, the pusher was stuck, and it shifted to the left where it should be coaxial to the valve. The valve alignment was done in the straight section of the aorta. It was decided to take the whole system out. The esheath was taken out without bringing the valve into the esheath. The vascular surgeon was called to simple cut-down and remove the whole system. It was decided to postpone the case until the patient recovered. A hematoma occurred. No dissection occurred. The patient is in stable condition and was discharged.

Manufacturer narrative:
The investigation is ongoing. The device has not been returned.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: added new information to h.6 type of investigation, investigation findings and investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: delivery system withdrawn from the patient with crimped valve aligned on the proximal shoulder of inflation balloon and observed outside of sheath. 3mensio was provided and tortuosity in patient access vasculature was observed. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed based on evaluation of the provided imagery. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. A review of the device history records and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, ''during the valve alignment, there was a significant resistant. When bringing the balloon between the valve, the pusher stuck, and it was shifted to the left where it should be coaxial to the valve (during fine alignment).'' Per 3mensio, tortuosity was present within the patients' access vessels. Although it was reported ''the valve alignment was done in the straight section of the aorta'', it is still possible for valve alignment to have been performed in a non-straight section. It is advised ''if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary.'' It is unclear if this technique was attempted. If valve alignment was performed in a non-straight of vasculature, this can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and ''dive'' into the flex tip, as reported. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported valve alignment difficulties. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The study revealed that performing valve alignment in a curvature appears to increase the possibility of ''diving'' (thv become unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. However, without further information or applicable imagery, a definitive root cause is unable to be determined at this time. Available information suggests patient (tortuosity) and/or procedural factors (valve alignment in non-straight section) may have contributed to the complaint valve alignment. As reported, ''the esheath was took out without bringing the valve into the esheath. The vascular surgeon was called to simple cut-down and take out the whole system.'' The procedural training manual instructs to ''retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip'', and ''withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintain guidewire position''. In this case, the sheath was withdrawn without retracting the delivery system and crimped thv into the sheath which resulted in the reported. As such, available information suggests that user error (improper withdrawal technique) may have contributed to the reported withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.